Event description:
A power source alert was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed by technical support to plug the wall adapter into a working outlet and wait at least 30 minutes for the pump to charge. Multiple follow up attempts were made to customer with no response.